Event description:
It was reported that the balloon catheter was used to post dilate the vessel, however, the balloon ruptured when it was pressurized to 16 atm. The proximal part of the first diagonal was dissected, and a stent was implanted to treat the dissection.